Event description:
Physician was using a surefire scorpion needle from arthrex and tip broke off while performing a rotator cuff repair. As per md, unable to retrieve tip although able to visualize it, without causing irreparable damage as tip was embedded in the tendon.